Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the catheter shown was inserted on (B)(6) at around 17:00 and showed increasing positional dependencies after just a few hours, i.e. In some cases no usable arterial curve until it was removed. In this patient example, the first radial right arterial catheter was inserted on 30 october at around 15:00, which had to be replaced on 31 october at around 11:00 as measurement and blood aspiration were no longer possible. This was placed radially on the left and also had to be replaced a few hours later, on 31 october at around 21:00. This 3rd catheter was also inserted radially on the left, somewhat more proximally and also had to be removed again on 2 november at 6:00 am. (The curve was increasingly no longer displayed correctly and blood pressure was therefore not measured correctly). Blood was taken 2 times an hour. This was also no longer possible on the morning of 2 november. We are aware that the physician's insertion technique, the patient's medical history and the handling of the catheters may also be factors that influence the 'lifespan'." A new device was used. There was no medical intervention required. The patient's current condition is re ported as "unknown". Associated MDR numbers include:3006425876-2024-01154, 3006425876-2024-01163.

Event description:
It was reported "the catheter shown was inserted on (B)(6) 2024 at around 17:00 and showed increasing positional dependencies after just a few hours, i.e. In some cases no usable arterial curve until it was removed. In this patient example, the first radial right arterial catheter was inserted on (B)(6) 2024 at around 15:00, which had to be replaced on (B)(6) 2024 at around 11:00 as measurement and blood aspiration were no longer possible. This was placed radially on the left and also had to be replaced a few hours later, on (B)(6) 2024 at around 21:00. This 3rd catheter was also inserted radially on the left, somewhat more proximally and also had to be removed again on (B)(6) 2024 at 6:00 am. (The curve was increasingly no longer displayed correctly and blood pressure was therefore not measured correctly). Blood was taken 2 times an hour. This was also no longer possible on the morning of (B)(6) 2024. We are aware that the physician's insertion technique, the patient's medical history and the handling of the catheters may also be factors that influence the 'lifespan'." A new device was used. There was no medical intervention required. The patient's current condition is re ported as "unknown". Associated MDR numbers include:3006425876-2024-01154, 3006425876-2024-01163, 3006425876-2024-01162.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The images show an arterial catheter in use on a patient. The complaint of the arterial catheter no longer working after a short period of use was not able to be confirmed by the photos. The images show slight bending of the catheter body at the point of insertion, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "to reduce the risk of damage to extension line from excessive pressure, each clamp must be opened prior to infusion through that lumen to prevent any possible adverse effects on monitoring capabilities." The customer report of arterial catheter no longer working after a short period of use was not confirmed by visual inspection of the customer supplied photos. The images show an arterial catheter in use with evidence of slight bending of the catheter body at the insertion point, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.